Event description:
A physician reported that resistance when inserting trocar and it got broken during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon further assessment, it was determined that the primary issue was related to damage to the infusion cannula. The reported event 1644019-2025-02289 does not meet criteria for reporting as per applicable regulation. No further reports will be submitted under mfg. Report number: 1644019-2025-02289. The manufacturer internal reference number is: (B)(4).

Event description:
Additional clarification has been received that the primary issue was related to damage to the infusion cannula.